Manufacturer narrative:
(B)(4). Date sent 12/3/2025. D4 batch #z7032y. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed ten (10) conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. Do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch z7032y number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did device jam (not fire clips)? Yes. Did device not feed clips (clips not advance fully into jaws)? It did not feed clips. Did device drop or eject clips? No clips deployed. Was there any other issue noted with the clip firing (sideways feed clip, malformed clips, scissored clips, etc )? The clip did not fire. They put the device laparoscopically in the patient, noticed that there was a piece close to the jaws that was sticking out. They removed the device to examine it and there is a metal piece by the jaws that is broken, sticking out from the jaws of the device. They then opened another from the same lot and the same thing had happened when inspected. This happened 2 more times in different cases with the same lot number. You will notice on the devices once they are received that there is a metal piece broken off or sticking out from the crotch of the jaws of the device. Did the clip not hold on the vessel or tissue once placed? No. Was the device on a vessel/artery when it would not open? No. If yes, how was the device removed? (Cut off, forced open) did not fire over a vessel. If the device was cut off, was there any damage to the vessel/tissue? No. Was there a patient consequence? If yes, how was the issue addressed? No. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that the end of the clip deployed fell apart and one misfired completely. There were no patient adverse event.